Manufacturer narrative:
(B)(4). The customer returned one opened cvc set containing several components, including one guide wire, one arrow raulerson syringe (ars), and one 18 ga introducer needle for analysis. The guide wire was returned within its advancer tubing. Visual inspection of the returned guide wire revealed one kink in its body. Microscopic examination confirmed the damage. The distal j-bend was misshapen. Both welds were observed to be present and appeared to be full and spherical. The kink in the guide wire measured 28mm from the distal end. The total length of the guide wire measured 601mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.81mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the guide wire threaded through the returned ars and 18 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds are intact. A device history record review was performed, and no relevant findings were identified. The IFU warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed a kink in the guide wire body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported " the doctor found the swg can insert into the patient when the swg pulled out, the doctor found swg kinked during used on the patient." A new set was used successfully. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the doctor found the swg can insert into the patient when the swg pulled out, the doctor found swg kinked during used on the patient." A new set was used succcessfully. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".